Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and high), indicating a possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had fallen recently and that it was believed that the fall may have damaged the ncp system, causing the high lead impedance test result. There are no plans for revision surgery or to examine the integrity of the ncp system via-x-ray. Treating neurologist plans to manage the pt's epilepsy with medications as there is no clinical decline at this time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Lead break is suspected.